Manufacturer narrative:
Manufacturing date -- september 14, 2015 ¿ september 16, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed no evidence broken cap coil. However, the blue winged luer cap was noted missing. The unit was not returned in its original package. The reported condition of broken cap coil was not verified, however there is an issue of missing cap. The cause of the missing cap was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate cap coil was broken. This occurred before patient use. There was no patient involvement. No additional information is available.